Event description:
It was reported that during a generator changeout procedure, during pocket closure when the device was connected to the right ventricular (rv) lead pacing impedances were noted to be normal. However, two minutes later there was a sudden increase in pacing impedances measuring greater than 2000 ohms. Additionally, there were high out of range shock lead impedances measuring greater than 200 ohms. The lead was then inspected and checked with the pacing system analyzer (psa) and they could not find the cause of the sudden impedance increase. The physician suspects the lead was damaged during the pocket preparation. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.